Manufacturer narrative:
Siemens filed initial MDR 2517506-2019-00066 on 11-feb-2019. Additional information (18-jun-2019): the discordant, falsely low total bilirubin (tbil) result was validated by the centralink middleware but was not reported to the physician(s). Section b5 was updated to reflect the additional information. The serial number of the dimension vista instrument is dv330357. Based on the serial number, siemens determined that the instrument is a dimension vista 500 and was manufactured on 18-aug-2010. D1, model number and serial number of section d4, and h4 were updated to reflect this information. A siemens specialist further investigated the issue. The sample was a short sample and a siemens specialist determined that an aspiration issue potentially contributed to the discordant, falsely low tbil result. Corrected information (18-jun-2019): the initial MDR indicated that the repeat result was obtained on the same dimension vista instrument. The customer clarified that the repeat result was obtained using an alternate dimension vista instrument. Section b5 was updated to reflect the corrected information. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely low total bilirubin (tbil) result was obtained on a patient sample on a dimension vista 500 instrument. The discordant result was flagged with "below reference range". The discordant result was validated by the centralink middleware but was not reported to the physician(s). The sample was repeated on an alternate dimension vista instrument, resulting higher. The repeat result was reported, as the correct result, to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low tbil result.

Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) to report that a discordant, falsely low tbil result was obtained on a short, icteric, pediatric patient sample on a dimension vista instrument. The instrument data was provided for further investigation. As per the dimension vista total bilirubin instructions for use, "the assay performance has not been established/tested for neonate/pediatric population." The cause of the discordant, falsely low tbil result is due to the operator not following instructions documented in the instructions for use. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely low total bilirubin (tbil) result was obtained on a patient sample on a dimension vista instrument. The discordant result was flagged with "below reference range". The discordant result was validated by the middleware centralink. The sample was repeated on the same dimension vista instrument, resulting higher. The repeat result was reported, as the correct result, to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low tbil result.